Event description:
On 10/20/98, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: respiratory problems, including anaphylactic reaction, and related mental & emotional distress, of a permanent and continuing life threatening nature. Plaintiff also suffered mental & emotional anguish, limitation and restriction in her usual activities, pursuits and pleasures and continues to suffer substantial loss of earning capacity.